Event description:
A 5mm diameter * 17mm length medtronic ave billary stent was inserted into the right renal artery. No predilation was performed to the severely calcified target lesion prior to insertion of the medtronic ave device. The stent delivery system was inserted slightly past the target lesion and during attempts to reposition the stent to cover the lesion, the stent got "stuck within calclum at lesion site." Therefore, the stent and delivery system were pulled back to the tip of the sheath, where it caused the stent to dislodge from the stent delivery system balloon. The sheath was then changed from an 8f to a 9f and ptca balloon was inserted in an attempt to remove the stent, unsuccessfully. The dislodged stent was then snared into the sheath, successfully. Upon removal of the stent into the sheath , the stent dislodged within the hub of the sheath where it could be seen and removed by hand. The physician did not follow the instructions for predilation of the target lesion before insertion of the stent device and understands that he should have predilated before stent insertion. The target lesion was then adequately predilated and another medtronic ave stent was successfully placed at the target lesion. There was no additional clinical sequelae reported relative to the event.